Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4) - no complaint received with return of device. Failure (event) observed during analysis.the device was unable to be communicated with during testing. The cause of the inability to communicate was a substrate anomaly.(B)(4).